Event description:
There was an allegation of questionable results for multiple assay from the cobas 8000 - cobas e 602 module. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found an electric wire had a bad solder and a new solder was done. An instrument check, calibration, quality control, and precision were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue with the bad solder on the electric wire of the probe was the cause of the event.